Event description:
Healthcare professional reported left side pain and capsular contracture baker grade IV. Healthcare professional later reported rupture. Device has been explanted and not replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. As per the investigation procedure, deformation, creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side pain and capsular contracture baker grade IV. Device has been explanted and not replaced.

Manufacturer narrative:
E1:. Phone number continued: (B)(6); e. Fax number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, pain.

Event description:
Healthcare professional reported, left side pain. And capsular contracture, baker grade IV. Device has been explanted and not replaced.